Manufacturer narrative:
Model number: reservoir: 72404155, serial number: reservoir: (B)(4), catalog number: reservoir: 72404155, (B)(4), expiration date: reservoir: 02/09/2019, manufacture date: reservoir: 02/27/2017.

Event description:
It was reported that the patient's inflatable penile prosthesis had malfunctioned. The pump was too hard to operate. The prosthesis was going to one side. The cylinders filled with five pumps, but would then deflate shortly after. The device would sometimes activate and inflate independently. The patient was seen in the physicians office and replacement was requested.